Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the lens film was removed and dim display remained even after a battery change. The reporter denied any trauma or evidence of moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the display was observed to be dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.